Manufacturer narrative:
Correction was made to imf coding. Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2012 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6). Implanted: (B)(6)2012 explanted: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 13-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for unknown indications for use. It was reported that the reason for the call was the patient stated they needed to get magnetic resonance imaging (MRI) done and the hospital/MRI facility stated the pump could possibly explode and stated in order to get the imaging done, they need confirmation that there was no danger for the patient to undergo an MRI. The patient stated they got an MRI done once and everything was ok so they were not sure why they needed to do this. When the agent inquired if the MRI was related to mdt pump/therapy, the patient stated they were checking about the pump because they got like a nodule formed there so in order to see if they had to extract the pump or the nodule, they needed an MRI. The patient confirmed they were using the MRI to look at both the pump and catheter. When the agent inquired pump med, the patient stated it was morphine but they just had water in there now to clean that up, and stated event date was '2019' when asked and did not provide further information. The agent reviewed MRI guidelines, redirected to hcp, and reviewed mdt resources for hcps. Additional information received from the healthcare provider via a clinical study indicated that the patient was receiving morphine and bupivacaine via the implantable pump. A granuloma was found at the catheter tip (at l1-l2) causing a catheter occlusion via MRI following drug overdose symptoms. Therapy was tappered down until complete cessation.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2012 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had excessive analgesia at level of catheter tip and their movement was compromised.